Manufacturer narrative:
The device was received by resmed and an evaluation was performed. Review of the device logs confirmed the occurrence of system fault (sf150 and sf188) error messages in the device, however, performance testing was not able to reproduce the device errors. The evaluation determined that the errors were most likely due to a pneumatic block issue. The pneumatic block was replaced to address this issue. The device was serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf150 and sf188) indicating an electro-valve failure and a safety assert system fault. There was no patient injury reported as a result of this incident.